Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the external pulse generator (epg) had broken connectors and broken hanger. Both output connectors were noted to be broken. It was also determined at analysis that the hanger was broken, and the upper case was contaminated with adhesive (cleaned). The white wire on the lcd was pinched. (Not compromised), and one case screw was contaminated. The firmware was updated. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had broken connectors and broken hanger. There was no patient involvement.